Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited far r wave oversensing. No patient symptoms, intervention or additional information was reported at this time.